Manufacturer narrative:
The investigation determined that two non-reproducible, higher than expected troponin I es results were obtained from two different patient samples while using the vitros 5600 integrated system. A definitive assignable cause for the event could not be determined. Based on historical quality control results, a vitros tropi es lot 2610 performance issue cannot be completely ruled out as the precision of the customer qc control level 1 was not as expected. In addition, the customer does not process a control fluid at concentration at or below upper reference limit (url). Therefore, a reagent issue cannot be entirely ruled out. A vitros instrument issue cannot be completely ruled out as a contributing a contributing factor, as there was indication that the weekly maintenance has not been performed as scheduled, and there was evidence of contamination within the analyzer incubator. Additionally, pre-analytical sample processing could not be ruled out as a contributing factor, as the customer was not following the manufacturer¿s recommendations for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. A definitive assignable cause for the event could not be determined.

Event description:
The customer obtained two non-reproducible, higher than expected troponin I es results from two samples from two individual patients processed on a vitros 5600 integrated system. Patient 1 vitros tropi es result of 0.186 ng/ml versus expected 0.015 ng/ml. Patient 2 vitros tropi es result of 0.407 ng/ml versus expected <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the results were to recur undetected. The higher than expected vitros tropi es sample result for patient 1 was reported from the laboratory, however a corrected report was subsequently issued. The higher than expected vitros tropi es sample result for patient 2 was not reported. There were no allegations of patient harm as a result of this event. This report is number 1 of 2 MDR¿s for this event. Two (2) 3500a forms are being submitted for this event as 2 devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).